Event description:
Customer reported a malfunction while wearing the pump during an x-ray, identified by malfunction code 12, which was resettable. There was no adverse impact to the customer's blood glucose level. Customer was provided with pump reset information and successfully assisted in resetting the pump. Customer was advised to continue using the pump and to call back if the malfunction recurred and declined further assistance with loading the cartridge and resuming insulin.